Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant alinity I b12 results on one patient on multiple alinity I processing module. The results provided were: on (B)(6) 2024 patient 1 sid (B)(6) initial=179 pg/ml /repeated=304 and 247 pg/ml; repeated on alinity (B)(6) =151 pg/ml /repeated=254 pg/ml. Laboratory reference range for b12=187 to 883 pg/ml there was no reported impact to patient management.

Event description:
The customer observed discrepant alinity I b12 results on one patient on multiple alinity I processing module. The results provided were: on (B)(6) 2024 patient 1 sid (B)(6) initial=179 pg/ml /repeated=304 and 247 pg/ml; repeated on alinity (B)(6) =151 pg/ml /repeated=254 pg/ml. Laboratory reference range for b12=187 to 883 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data and device history record review of the alinity I b12 reagent lot 60281ud00. A ticket search by lot did not identify an increase in complaint activity for the current issue. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 60281ud00 was evaluated using worldwide data from abbottlink. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I b12 reagent, lot 60281ud00.